Manufacturer narrative:
Hospital staff reported death of patient following a multisystem organ failure. No device malfunction occurred and patient death was reported to be unrelated to the device. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Hospital staff reported death of patient following a multisystem organ failure. No device malfunction occurred and patient death was reported to be unrelated to the device.